Manufacturer narrative:
Date rec¿d by MFR: 25jun2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue. The fse replaced the defective gas delivery system (gds) and the central processing unit (cpu) to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported pro blem. Part was not returned. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported unit not measuring mask leak, cannot set peak pressure. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
MFR received date: 28 aug 2019. Date of report: 29 aug 2019. The assembly, manifold, (gas delivery system) gds and pcba, (central processing unit) cpu, v680 was returned to failure investigation (fi) for evaluation. Visual inspection of the cpu pcba assembly, and the manifold, gds revealed no evidence of damage or contamination. The customer returned gds system and cpu pcba will be installed into the fi test ventilator. The ventilator remained operational with no errors detected. The customer replaced the gds and cpu to address the reported problem. The unit successfully passed the required performance verification test. This customer returned cpu pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.